Event description:
It was reported that the right ventricular lead had an increase of impedance due insulation issue. The physician was unable to remove the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).